Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -6.5/0.5/60 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6)2021 the lens was exchanged for a shorter length lens due to excessive vault. This resolved the problem. Cause reported as unknown.

Manufacturer narrative:
This product is not marketed in the us. (B)(4).